Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely with episodes of non-sustained rv oversensing. Post-paced t-wave oversensing was noted on a stored egm on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made during the device check.